Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was over delivering. The customer¿s blood glucose level was 82 mg/dl. The customer alleges insulin pump was over delivering because, it was giving insulin even though the customer was low. Customer reported that auto mode was automatically delivering insulin at the time of low blood glucose event. Customer was neither in emergency room, nor admitted into hospital, as a result of low blood glucose. The insulin pump will not be returned for analysis.